Event description:
It was reported through remote transmission that oversensing due to noise was observed on the right ventricular lead. Possible fracture and insulation breach was reported. Patient was asymptomatic. Lead revision was scheduled for (B)(6) 2017 but there is no confirmation of whether it was performed. No further information was provided.